Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 3 of 4. During troubleshooting no issues were noted which could have contributed to the event. A baxter technical service representative (tsr) advised the home patient (hp) to start over with new supplies and contact their pd nurse (pdn) to advise pdn of the issue. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.